Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Linen was found to be wet on initial assessment of neopicc. Dressing of neopicc was lifting. After a nicu nurse came down to investigate, it was noted that there was a leak in the tubing of the neopicc.

Manufacturer narrative:
Due to the absence of the defective sample nor an image showing the defect, this complaint cannot be classified, and the exact root of the issue cannot be determined. A review of the batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter and set components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production process. A two-year review of complaints data shows four complaints for lot 23f014d, three of which originated from the same facility. Corrective action: due to the absence of the defective sample, this complaint can neither be verified nor disproved. Therefore, no further corrective action was initiated by quality management.

Event description:
Linen was found to be wet on initial assessment of neopicc. Dressing of neopicc was lifting. After a nicu nurse came down to investigate, it was noted that there was a leak in the tubing of the neopicc.